Event description:
Device 3 of 8. Reference MFR reports: 1627487-2012-03288, 1627487-2012-03289, 1627487-2012-03291, 1627487-2012-03292, 1627487-2012-03293, 1627487-2012-03294, and 1627487-2012-03295. It was reported the patient's scs system was explanted due to the patient developing an infection at both the scs lead and scs ipg sites. The patient is being treated with IV antibiotics to resolve the infection. Follow-up is pending.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Evaluation: method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.